Manufacturer narrative:
Device evaluation: the suspect medical device was not returned to the manufacturer for evaluation/investigation but to the olympus regional repair center (rrc) barcelona, spain (received at the rrc on 2021-06-17). During the evaluation at the rrc the reported error message e433 could not be reproduced, however it was found in the error log. This message, which is triggered by the generator¿s safety system, can have different technical causes. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. Since the error message could not be reproduced during the evaluation, the cause for the occurrence of the error message could not be determined in this case and a temporary failure is assumed. A manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed from olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified procedure at an unknown date the esg-400 hf-generator issued error message e433. No further information was provided but there was no report about an adverse event or patient injury.